Manufacturer narrative:
Findings: half broken off reservoir tube lip, missing reservoir tube o-ring and broken battery tube threads noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube and cracked belt clip slot.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer stated that the reservoir came off the device. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.